Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and appears to be related to the use of the device. Two photo samples of a 5 fr tl powerpicc provena catheter were returned for investigation. The first photo sample shows the trifurcation hub section of the catheter. Use residue is present throughout the catheter. The power injectable extension leg is shown to be detached from the trifurcation hub. The distal end of the power injectable extension leg appears to be uneven which indicates the tubing likely fractured. The second photo sample shows the product insertion date and a label sticker with ref: s1385108 and lot: recw0940. The event description states, "patient was alcohol detox and pulled on the center lumen of PICC with intention of pulling the line out." Based on the photo sample provided and description of the reported event, the complaint is confirmed to be related to the use of the device. A lot history review (lhr) of recw0940 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was in alcohol detox and pulled on the center lumen of PICC with intention of pulling the line out. It was stated the patient successfully pulled off the center lumen but did not dislodge the dressing or statlock.